Event description:
The customer reported that the device had a black display and was not readable.

Manufacturer narrative:
The customer reported that the device had a black display and was not readable. Subsequently, the customer ordered a control board to resolve the issue. The philips' investigator spoke with the customer on 05/11/09. The customer reported that replacing the control board resolved the issue, and that there have been no further issues with this device.